Event description:
Caller reported a pump malfunction. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the caller with resetting the pump and provided instructions for continued use. The malfunction did not recur, and the customer was advised to contact support again if the issue reappears. No additional information was received regarding the outcome of the event.